Manufacturer narrative:
A ge svc rep performed an on site investigation. No conclusion can be drawn as further repair info is unavailable at this time.

Event description:
The customer reported that there was a problem with the on/off button and they were unable to turn the sys on. There is no report of pt injury associated with the event.